Event description:
Information received by medtronic indicated that the insulin pump had flow block alarm. The customer stated that the insulin did not exit. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version= 4.11d. Retainer ring = clear. Customer returned pump for alleged repeating insulin flow blocked alarm found on (B)(6) 2021. Pump was coded for no delivery/occlusion alarm during therapy. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 at time 05:12:44.000 during bolus in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, serial number label missing, cracked retainer, and partially detached retainer. Pump passed function testing. No unexpected insulin flow blocked alarms noted during testing or listed in pump downloaded history. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.